Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized and the doctor wanted her to make a change to her basal rates. The caller stated that her blood glucose dropped, but the hospital did not give her glucose. They thought the customer was having a stroke, but her sugar level dropped to 50mg/dl. No further information was provided.